Event description:
Metal on metal depuy pinnacle right replacement hip implanted (B)(6) 2010 due to osteoarthritis. I experienced a period of relief, followed by increasing groin pain and discomfort in (B)(6) 2015. X-rays and MRI revealed anterior fluid collection. Labs in (B)(6) 2016 revealed increased chromium and cobalt levels. All other treatment modalities were exhausted and decision was made to proceed with right hip modular exchange, which occurred on (B)(6) 2016. Dates of use: (B)(6) 2010 to (B)(6) 2016.